Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "severe discomfort, intense pain, stabbing sensations, and burning, as well as the appearance of late seroma.", "episodes of inflammation", "increased volume, marked rigidity, hardening, and fluid accumulation", "nodules, including in the axillary region", "sensitive", "constant pain", "cannot sleep normally, episodes of shortness of breath" and "pain is disabling, making even simple movements, such as getting out of bed, impossible". This record is for the right side. The device remains implanted.